Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported, the patient was hospitalized due to a pocket infection. The patient was treated pharmacologically and the device remains in use. No further patient complications have been reported as a result of this event.